Event description:
The customer reported that almost half of the sensor image was missing. The calibration image shows bars in the image. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. The service rep replaced the di pc board. He performed the calibration and self tests, and all functions met specifications. MFR cross-reference number: (B)(4).